Manufacturer narrative:
Additional information received shows there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. A third paragraph was added. H6. Codes were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a transcatheter aortic valve evfxplus-26, a femoral dissection was noted following sheath advancement. This complication led to the abortion of the transcatheter aortic valve replacement procedure. Subsequently, the femoral artery was patched. Additional information was received that during the implant procedure, the right side was used for access and the dissection occurred on the right side. The minimum access vessel was 5.0 millimeter (mm). The dissection occurred when trying to place the sheath and per the physician, the delivery catheter system (dcs) did not cause or contribute to the dissection. Additional information was received to report the sheath used was a non-medtronic (gore sheath) product.

Manufacturer narrative:
Updated data: b5 d4 e1 e4 h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the implant procedure, the right side was used for access and the dissection occurred on the right side. The minimum access vessel was 5.0 millimeter (mm). The dissection occurred when trying to placed the sheath and per the physician, the delivery catheter system (dcs) did not cause or contribute to the dissection.

Event description:
It was reported that during a procedure involving a transcatheter aortic valve evfxplus-26, a femoral dissection was noted following sheath advancement. This complication led to the abortion of the transcatheter aortic valve replacement procedure. Subsequently, the femoral artery was patched.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.